Event description:
It was reported that the bd syringe had leakage. The following information was provided by the initial reporter: material # unknown batch # unknown it was reported by the sales rep that the syringe plunger came out of the syringe barrel multiple times. Rep reports a nurse giving IV push of "dilaudid" with "ij caps on", there was so much pressure the plunger popped out and the medication spilled. Verbatim: rcc received a complaint via email. Email(s) attached. Sales rep states a recently converted account is having issues with the maxzero needleless connector. Rep states he wants discuss the feedback he is getting from the account. Rep describes a patient with a "dual lumen ij" unable to get blood from the port and having to remove the maxzero device to get the blood sample (happened three times). Rep reports the syringe plunger came out of the syringe barrel multiple times. Rep also reports patient had blood ackflow into maxzero extension set and when disconnected blood spattered across the patient's bed. Rep reports a nurse giving IV push of "dilaudid" with "ij caps on", there was so much pressure the plunger popped out and the medication spilled.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. D.3. Franklin lakes has been listed as the manufacturer. G.1. Franklin lakes has been listed as the manufacturer. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up: as no physical sample, picture sample, or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. There are current quality controls in place to detect this type of defect during the production process. Based on the limited investigation results, a cause for the reported incident could not be determined. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. Examination of the product involved may provide clarification as to the cause for the reported failure.